Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
The reporter stated her blood glucose levels have been very labile, with extreme lows and unexplained highs. At 9am, in 2007 her blood glucose was 85mg/dl. She went grocery shopping and at around 11 am felt low, so drank some orange juice. On the way home she reports blacking out and crashing her car into a snow bank. She registered at 18 mg/dl on the emt's meter; they treated her on scene and escorted her home. She remained on the pump for another 2 weeks before calling to get the device checked out. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.